Event description:
It was reported on (B)(6) 2010 that the pt is experiencing problems recharging her ipg. A replacement charging system only provided a temporary solution to her issue, and currently the pt is unable to communicate with her ipg using either the charging system or pt programmer. A consultation is planned for further interrogation of her scs system. No surgical intervention is planned at this time. The implant date as well as the lot and serial numbers for the pt's ipg are unk. This report is being submitted as a precautionary measure as this event could lead to the explant of the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.